Event description:
During a 3-level anterior cervical decompression fusion at c4-c7 procedure a 4.0mm titanium quick lock cancellous screw, broke off at the screw head. Surgeon attempted to remove the shaft with the screw removal set but could not and the decision was made to leave the shaft of the screw in the patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.